Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary obstruction by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure (B)(4);specific training manuals and proctored procedures. Evaluation of the distance of the right and left coronary ostia from the aortic annulus in relation to the thv frame height is emphasized. The manuals advise that a shorter distance between the annulus and the coronary ostia increases the risk of occlusion. Increased risk of coronary occlusion can occur with distance less than 10mm for a 23mm valve and less than 11mm for a 26mm valve. Operators are instructed to use caution with: bulky calcification (> 4 mm thickness), severely obliterated sinuses of valsalva (sov <5 mm larger than stj), significant valve oversizing (>4 mm). The training advises that patients that meet all three of these conditions should not be treated: bulky leaflet calcification; severely obliterated sov; and, significant valve oversizing. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty. In this case, the patient had documented heavy bulky calcification on the native leaflets. This calcium caused the coronary occlusion, which was resolved with balloon angioplasty and stenting. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post sapien 3 valve deployment, a left coronary occlusion was noted requiring balloon angioplasty and two stents. While preparing for the tavr, the pacemaker wire perforated the right ventricle, resulting in pericardial tamponade. The echo performed at that time showed a large heavy calcification extending from the non coronary cusp through the valve and below the valve, and the left coronary height was 12mm. A balloon aortic valvuloplasty (bav) was performed without angio injection. During this inflation, the pacemaker did not drop the pressure below 60mmhg and the balloon ejected aortic. The cardiologist wanted to repeat the bav, however the pericardial effusion was worsening so the valve was deployed 65:35 aortic/ventricular as intended. At this point the pericardial effusion was significant and a pericardial tap and CPR were performed. A root shot demonstrated perfusion in both the left coronary artery and right coronary artery and the patient's pressures returned to baseline. Within a couple of minutes her pressures rapidly declined and the echo demonstrated no anterior wall movement of the apex. The left main was engaged and it was found to be occluded due to calcium on the native leaflet. The team was able to wire, balloon, and stent the left main, and visualize flow down the coronaries. Again, within the next few minutes the patient¿s pressures declined. Again the left main was engaged and there was no flow. Another stent was placed within the current left main stent and let it hang a bit more proximal into the aorta. This restored the flow into the left main and the patient¿s pressures returned to baseline. Throughout the procedure the valve function was good. The patient was then taken off the table in guarded critical condition. It was perceived that because the bav was not performed with angio injection, the team was not able to visualize the response of the native leaflet calcium.